Event description:
The customer reported a loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.